Event description:
Philips received a complaint on the v60 ventilator indicating that there was an accept button issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the customer, it was stated that the customer opened the device, removed the display and the rear bezel, disconnected and reconnected the cable for the accept button, reinstalled the bezel and display and the issue was resolved. The customer then performed a touch calibration and electrical safety test before returning the device to service. No parts were replaced by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.